Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No ramping numbers anomaly observed. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 158 mg/dl. The device alarmed while customer was setting up the device to deliver a bolus and the numbers kept ramping up. Customer did not recall any significant events that may have led to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.